Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece exceeded maximum temperature during testing. There were no adverse consequences associated with the event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. A condition of the device overheating was found and then reported. The nose housing assembly, front housing, and other components were replaced.